Event description:
The dealer states the bearings popped out of both rear wheels. The dealer isn't sure whether the problem was with the bearings or the wheel itself, so we are replacing the complete wheels. Also, the right and left wheellocks are not locking.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.